Event description:
It was reported the pt complained of persistent pain at her right buttock near the ipg site. She stated she has experienced the discomfort since implant. It was reported she has tried lidoderm patches without relief and has difficulty laying down on her right side. It was reported the pt was scheduled to receive a right sacroiliac joint injection to alleviate the pain. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.